Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011. Device eval summary: batch number h30l524438 was released by qc according to defined specifications. The documentary research in the batch file shows that no element cold explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that after pt treatment in the nasolabial folds and upper lip with an unspecified amount of juvederm ultra plus xc, "more or less 20 hours after application began pain, edema, erythema, and pustules on the application site." Treatment of "veracef 1g/ every 24 hours and hebermin every 12 hours" was prescribed to prevent permanent damage or worsening os symptoms which may have led to permanent damage for the pt. Further follow-up from the physician notes that the pt is still having violet-erythematous plaque, which is firm, without fluctuations, and painful on the left nasolabial fold. It decreases partially on some days but re-appears again and is worse than before. Pustules are not present now. The pt finished the prescription of veracef and an anti-inflammatory drug (lantadin) 10 days ago. Initiated a treatment with tetralysal (a third generation tetracycline) 300mg for one month and then 150 mg for another month. The pt refused a biopsy due to concerns of scar formation.